Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon ruptured at 12 atm. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the balloon rupture. Eval summary: quality assurance analysis revealed that he balloon dilation catheter (bdc) was returned with blood and contrast visible in the inflation lumen and in the balloon. There was blood visible on the hub. The stylet was returned advanced through the bdc. The protective sheath was returned advanced over the balloon. The balloon was loosely folded. The balloon was twisted at the distal end, middle and proximal end. There were two bends in the proximal shaft 15.5 cm and 26.5 cm distal to the strain relief tubing. There was a kink in the intermediate shaft 113.4 cm distal to the strain relief tubing. There was no other damage noted to the bdc. Using a new indeflator, filled with water, attempted to pressurize the balloon to rated burst pressure, but the balloon would not inflate. After pressurizing and let sit for two days, the balloon still would not inflate and observed a leak in the hub nose piece. After cutting the shaft 1 cm distal to the guide wire exit notch, attempted to inflate the balloon and observed a longitudinal rupture proximal to the distal taper for a length of 1 cm. There was a 1 mm scratch mark in the distal taper and distal shoulder of the balloon. There was a 1 mm scratch mark in the balloon 2 mm proximal to the distal shoulder. Product performance engineering has reviewed the case description and analysis of the returned device. Factors that may contribute to balloon damage may include, but not limited to, manufacturing, materials, patient anatomy, patient disease state, calcification , associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The analysis was able to confirm the complaint as a 1 cm longitudinal rupture was observed in the balloon. There was two 1 mm scratches observed on the balloon surface, which suggest the balloon was mechanically damaged. Mechanical damage to the balloon surface can weaken the balloon material such that upon the inflation attempt, the balloon ruptures. A review of the manufacturing records at final inspection reveals that no units were rejected for balloon damage. The analysis observed kinks/bends in the shaft and the balloon was twisted. This damage was not noted in the case description or prior to the procedure and possibly may have occurred after the rupture due to handling or shipment back to abbott. The kinks/bends and twisted balloon may have been damaged during retraction of the balloon catheter after the rupture. The damage did not appear to contribute to reported balloon rupture. Based on the analysis of the returned device and reported case description, the reported difficulties appear to be related to the circumstances during the procedure. During the functional testing, there was a leak observed at the hub of the balloon catheter. The damage to the hub possibly occurred after the procedure due to handling or shipment back to abbott. The reported rupture may have been related to the leak at the hub but a longitudinal rupture was confirmed in the balloon. Also, if the damage was present prior to the procedure, the balloon would not have been able to be prepped correctly as the inflation device would have continued to pull air when pulling negative during the prep procedure. Therefore, a conclusive root cause of the hub damage could not be determined. The lot history record was reviewed and there are no non-conformances associated with this product part and lot number combination. This MDR is considered closed by the product performance group.